Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, the patient presented with silent ischemia and was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in proximal right coronary artery with 80% stenosis and was 22 mm long with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation with placement of 3.50 x 24 mm (B)(6) study stent. Following post-dilation, the residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient died. No actions were taken with regards to this event. The cause of death of is unexplained.

Event description:
Promus element china clinical study. It was reported that the patient died. The patient was enrolled into the promus element china study on (B)(6) 2013 and the index procedure was performed on the same day. On (B)(6) 2015, 953 days post index procedure, the patient was diagnosed with an in-stent restenosis in proximal right coronary artery (rca) an was hospitalized on the same day. Medications were administered to treat the event. On (B)(6) 2015, the outcome of the event was considered to be recovered/resolved and the patient was discharged on the same day. On (B)(6) 2017, the patient died. The cause of death of is unexplained. It was further reported that the cause of death was cerebral hemorrhage.